Event description:
38 year old white male admitted 4/10/92 for surgical repair of a right inguinal hernia. Patient received a continuous spinal anesthetic. The anesthesiologist reported the initial puncture was with a 22-gage needle at l3-4, followed by a 28-gage (kendall) cintinuous spinal catheter trocated approx. 2.0 cm following the procedure, the catheter wa removed and the catheter tip had broken off inside the patient. A spinal a p & lateeal showed a very thin tubing at l4-5. Approx. 3 cm deep. The manufacturer was notified. The patient was discharged the same day. He was walking, had no complaintsdevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, other, other, invalid data. Results of evaluation: invalid data, invalid data, invalid data. Conclusion: device failed during assembly. Certainty of device as cause of or contributor to event: yes. Corrective actions: device temporarily removed from service, invalid data. The device was not destroyed/disposed of.